Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with intraperitoneal (ip) amikacin injections (250mg first and third bag, frequency not reported). At the time of this report, it was unknown if the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.